Event description:
Pump automatically delivered insulin. Troubleshooting was performed. The pump passed the functional testing. A day later the customer called back to inform that the pump was not clicking. Instructed the customer to continue on back up plan.